Event description:
The customer tested his blood glucose using his contour meter and received readings of 350 and 300 mg/dl. He retested using another meter and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer. No product will be returned at this time.